Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implantation procedure, the posterior capsular wall was torn. The lens was removed and another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
In a follow up, the surgeon reported that the implant was placed and removed due to no fault of the implant system or iol. There was an undetected capsular rent that precluded implantation of a one piece capsule supported iol. This was not evident due to visualization issues until the implantation had occurred. The lens was bisected and removed and a sulcus based three piece lens was inserted.